Manufacturer narrative:
The device was serviced on-site by baxter technician. Review of the battery history revealed that the pump had 6 battery discharges below alarm threshold. Review of the complaint history reveals similar battery related reports have been received for this product. There is a CAPA, mdq-CAPA-132, opened to document and evaluate this issue.

Event description:
Reported a pump with potentially damaged battery. Info was not provided regarding whether or not the device was in pt use when the event occurred. However, no pt injury or medical intervention has been reported related to this event.